Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number (B)(4) reviewed noted no related non-conformance, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) fifteen times as documented in the repair reports in livelink. The last repair was march 6, 2018 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, latching pins, washers, hinges, carrier guide, ball detents, and roller gear were replaced. This is not a related issue. The device history record ort of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) and previous repair report of skin graft mesher 2:1 ratio cutter, serial number (B)(4) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was march 6, 2018 where it was reported that the cutter was sent along with skin graft mesher serial number (B)(4), and bushings, collars and gear were replaced. This is not a related issue. Product review of the skin graft mesher on september 5, 2018 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller and gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produce an incomplete cut and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 5, 2018 which included replacement of the roller, damaged comb, roller gear, shoulder bolts, washers, and cap nuts skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The roller and gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produce an incomplete cut and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was that the comb was bent. The roller and gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produce an incomplete cut and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
The mesher gave an incomplete mesh on previously recovered cadaveric donor skin. There was no harm and no delay. Another device was not used to complete the procedure.